Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
The customer reported received skin irritation the size of a dime

Manufacturer narrative:
There were samples submitted with this complaint. Based on the returned product, the analysis did not confirm the reported condition or incident. The product did meet the product specifications. The hydrogel had minimal adhesion when touched wearing nitrile gloves. Some derma was present on the gel surface. The pouch had two holes punched in the bottom, which could compromise the effectiveness of the tamper proof ziplock pouch and reduce the performance of the hydrogel. All six used electrodes were impedance tested and measured 66, 57, 76, 70, 85 and 80 ohms. New electrodes have an upper specification of 150 ohms, so all of the electrodes met the specification for new electrodes. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The investigation determined that the most probable root cause is due to improper application/re-application and storage of electrodes. Due to that fact that no complaint trend exists and a root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. No further corrective action is required at this time. This complaint will be recorded for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary an investigation of the reported condition was performed. The customer reported a skin irritation the size of a dime. There were samples submitted with this complaint. It did meet the product specifications. The hydrogel had minimal adhesion when touched wearing nitrile gloves. Some derma was present on the gel surface. The pouch had two holes punched in the bottom, which could compromise the effectiveness of the tamper proof ziplock pouch and reduce the performance of the hydrogel. All six used electrodes were impedance tested and measured. New electrodes have an upper specification of 150 ohms, so all of the electrodes met the specification for new electrodes. No further corrective action is required at this time. This complaint will be recorded for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.